Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary tract infection while using the in the hospital from the unknown purewick female external catheter it was unknown what medical intervention was reported for urinary tract infection. Per customer via phone on (B)(6) 2024, it was reported that the patient experienced the urinary tract infection while in the hospital. They was unsure if the purewick was the cause. They was treated with antibiotics. They was still currently using and had not experienced another urinary tract infection.